Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit was broken and therefore the 3d image had defects or was not displayed. Based on the results of the investigation,the customer¿s allegation was reproduced, a root cause could not be identified. Regarding the newly identified malfunctions and the costumers complaint, it is likely the most probable cause was linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited blurry image in 3d mode, red dot in image with 2d mode. The issue occurred at demonstration. There were no reports of patient involvement.